Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 2.7 cm and rent b measured approximately 3 cm; both located on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Potential cause: the complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the complaint of rupture was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor psr reference number (B)(4). Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #3503004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, bilateral prosthesis replacement with 190cc mentor memorygel breast implants was performed. This report contains supplemental information for mentor psr reference number (B)(4). This was discovered to be a duplicate of (B)(4) on 9/24/2019.